Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after hearing the device notifier. Upon interrogation, high capture threshold, high defibrillation and pacing lead impedances, and increased r-wave amplitude were observed on the right ventricular (rv) lead. Programming change was made to disable tachycardia therapy. The patient was transferred to another clinic. The same issues were noted. When the rv lead was disconnected from the device and tested on the pacing system analyzer (psa), all measurements were normal. The lead was then connected to the same device, and all measurements were normal. The physician believed the issue was due to an air lock. The patient was stable before, during and after the procedure.